Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress. If further information is received, a supplemental report will be submitted.

Event description:
It was reported that perforation and cardiac tamponade occurred. A pulse field ablation procedure was performed using a farawave catheter. Following the post mapping, the farawave catheter was withdrawn from the left atrium. Patient experienced sudden drop of blood pressure and cardiac tamponade was observed. Patient was rushed to operating room for medical intervention and perforation was identified. It was also noted that there had been difficulty getting transeptal with unknown transeptal device, possibly in right upper pulmonary vein. Patient was hospitalized beyond the standard of care.